Manufacturer narrative:
B)(4) no visual, functional or dimensional inspection conducted since the device sample was not returned for evaluation. The device history record review of the manufacturing records found that the lot passed all acceptance criteria. There were no relevant findings related to the reported issue. No sample was returned for evaluation and no photo received. Based on the available information, the complaint could not be confirmed and no cause determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during the course of treatment for a patient who suffered a cardiac arrest, after needle insertion, the crewmember was unable to disengage the trocar from the needle. The crewmember stated that the two parts could not be separated. An alternate vascular access was performed without issue. The patient was successfully resuscitated and flown from local facility to tertiary care facility. The patient expired several days later.